Event description:
Caregiver was performing a transfer from bed to chair. Brought the lift in at perpendicular angle to chair to avoid removing chair footrests. Base of lift was wedged under chair preventing the lift from rolling to counter balance patient weight. Lift tipped during transfer. Staff slowly lowered patient to the floor. No injuries were reported.